Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally programmed an unintended bolus request of 14 units. Reportedly, the customer was not paying attempting when the bolus request had been entered into the pump. Reportedly, the customer's blood glucose (bg) level ranged from 89-108 (mg/dl). The customer consumed soda to prevent an adverse event from occurring and bg level was at 140 (mg/dl) at the time of the reported event.